Event description:
A customer reported to baxter corporate product surveillance a clearlink system control-a-flo extension set which "had fallen apart." The baxter sales representative (bsr) explained that the facility is switching from hospira dial-flo set to baxter sets. Bsr speculates the customer did not prime the set properly. According to the report, the customer was priming with saline and "most likely tried to flush with pressure above the control-a-flo." Bsr speculates "for whatever reason customer used pressure above that device, either with an IV pressure pump or they tried to prime with pressure above, instead of below, that port." Therefore "caused diaphragm to split and maybe open up." Bsr relayed he spoke with materials management, supplied them with a poster, and will be going onsite to follow up in person. The was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number of this device is unknown. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient.